Manufacturer narrative:
Device not returned.

Event description:
It was reported that the subject coil was used as the last coil during embolization procedure for aneurysm located at the anterior communicating artery (acom). The physician had difficulty positioning the subject coil in the target lesion. The physician tried multiple times to adjust the position of the subject coil; however, the subject coil delivery wire broke and was flushed to the distal of the vessel with the main coil and the procedure was stopped. Post procedure computed tomography (CT) showed that the broken delivery wire was in the vessel. A snare device was used during this procedure. There were no clinical consequences reported due to this event.

Event description:
It was reported that the subject coil was used as the last coil during embolization procedure for aneurysm located at the anterior communicating artery (acom). The physician had difficulty positioning the subject coil in the target lesion. The physician tried multiple times to adjust the position of the subject coil; however, the subject coil delivery wire broke and was flushed to the distal of the vessel with the main coil and the procedure was stopped. Post procedure computed tomography (CT) showed that the broken delivery wire was in the vessel. A snare device was used during this procedure. There were no clinical consequences reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. In case of this complaint, it is most likely that the main coil encountered difficulty engaging of the target vessel and later delivery wire broke inside the patient resulting in migration of fragments inside the vessel due to some handling issue or procedural factors encountered during use. It also has been reported that the several reposition attempts were performed along with a non-stryker microcatheter, this may also have contributed to the failures reported. As per additional information, no damage was noted to the device prior to use, an assignable cause of procedural factors was assigned to the as reported issues 'nv ¿ device difficult engaging target vessel', 'nv ¿ un-retrieved device fragments' and 'nv ¿ coil delivery wire broken fractured', as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural factors and/or anatomical factors use, the device performance was limited.